Event description:
Koru medical became aware of mw5147040 received through the FDA medwatch program stating "indication: chronic inflammatory demyelinating polyneuritis. Spontaneous report. Patient stated that while he was infusing, the syringe flew out the pump and pump is not winding appropriately so that he can put syringe in to continue infusion. No adverse event reported. Patient will continue to infuse medication through manual push. Only 15 ml needed to infuse. Patient will return pump. Serial number not provided. Reported to cvs/caremark by: patient/caregiver." Good faith efforts were sent to the initial reporter on (B)(6) 2023 and 14-nov-2023 for additional information. A response was received providing patient information and the serial number of the pump involved. Cvs/caremark dispensed a new pump to the patient following the event. The koru medical science liaison reached out to the patient regarding the event. The patient provided additional information stating the problem was "due to lack of sufficient experience to remember that I was loaded up with the treatment. I forgot to pick the freedom60 up and take it with me as I left the table where I set up my treatment from. Thus, it fell to the floor and broke." The patient was offered a carrying case. The pump listed in this report is pending return to koru for evaluation. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.